Event description:
It was reported to Boston Scientific Corporation that a Suturing Cinch device was used during an unknown procedure on (b)(6) 2026. During the procedure, the cinch failed to deploy. The outcome of the procedure was not provided. There was no patient complications reported as a result of this event.

Manufacturer narrative:
BLOCK D4: DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UDI AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. BLOCK H6: DEVICE CODE A150101 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF CINCH FAILURE TO DEPLOY.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A SUTURING CINCH DEVICE WAS USED DURING AN UNKNOWN PROCEDURE ON (B)(6) 2026. DURING THE PROCEDURE, THE CINCH FAILED TO DEPLOY. THE OUTCOME OF THE PROCEDURE WAS NOT PROVIDED. THERE WAS NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT. BOSTON SCIENTIFIC HAS BEEN UNABLE TO OBTAIN ADDITIONAL INFORMATION REGARDING THE PROCEDURE OUTCOME TO DATE, DESPITE GOOD FAITH EFFORTS.

Manufacturer narrative:
Block D4:Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.Block H6:Device code A150101 is being used to capture the reportable event of Cinch Failure to Deploy.Block H11:Device Evaluation -The Suturing Cinch was not returned for evaluation, and there was no media available for analysis. The reported event could not be confirmed.The Ship History could not be completed because the required documentation was unavailable. A review of the Device History Record (DHR) could not be performed because the Ship History Review could not be completed due to the unavailable documentation.Based on all gathered information, there is not enough evidence to determine whether the Cinch Failure To Deploy was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is Cause Not Established.In (b)(6) 2026, Boston Scientific initiated a voluntary product removal associated with specific lots of the OverStitch Suture Cinch (Ref. (b)(4)). The batch information for the device was unable to be obtained, and Boston Scientific cannot confirm if the device used was within scope of the manufacturing range of the recall; however, it is being listed conservatively.